Manufacturer narrative:
The customer provided retrospective database was corrupt and unusable for investigative purposes. Consequently, this investigation is based on customer provided ECG printouts and alarm log screenshots which were reviewed by a spacelabs lead software engineer. There was a potential episode of ventricular tachycardia (vtach) identified at for the complaint event time from the ECG printout that did not have an associated alarm record. Detailed inspection of the printout revealed that the beat to beat interval did not meet the ECG algorithm alarm threshold for vtach prematurity. Therefore, no alarm was generated. There was no malfunction. The product worked as designed for the customer¿s software version. This investigation is considered complete and the issue closed.

Manufacturer narrative:
Onsite testing of the involved devices performed by a spacelabs field service engineer confirmed the equipment performed to specifications. Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that a series of patient arrhythmia events happened on (B)(6) 2015 between 6:41 p.m. And 6:42 p.m. Without generating any alarm indications from the bedside monitor model 91387-27 with command module model 91496 and central monitor model 91387-38. No one was injured as a result of this event.